Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported communication issue was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head would produce an e216 communication error when flexed in certain angles at the base. The issue was found during preparation for use. The intended procedure was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's reported issue was not able to be replicated. The device evaluation found no communication error occurred during inspection. Service repair tried flexing the cable in multiple ways however, no issue was found.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.